Event description:
This lead was capped due to it got stuck in tissue. Helix distorted during attempted lbb implant. Patient sent for extraction but lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022, lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
25-aug-2022 lead was explanted. Upon receipt, the lead under complaint was found inside a returned 3d selectra. The proximal fragment of the lead including the is-1 connector pin was not received. The analysis of the lead showed that the fixation helix was found stretched and bent, the lead tip was damaged and the steroid collar was missing. Coagulated blood and tissue residuals were found in the helix. The 3d selectra was found deformed. Coagulated blood was found inside the cathether. The above mentioned damages most likely resulted from the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.